Event description:
It was reported that the controller and its cable adapter melted. When the patient attempted to unplug the controller from the charger in the morning, the patient noticed that the charging cord was extremely hot and actually burned her fingers. The controller itself was also very hot to the touch. Initially, the controller would not power on. The patient was later able to get the controller turned on. The patient alleged that the ¿charging connector piece¿ broke off and was melted/stuck in the controller¿s charging port. This made it impossible to charge the device again. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown omnipod 5 software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.